Event description:
A ventilator evaluated by a third-party field service engineer for service.  The device was not in patient use. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's 3-way solenoid valve needs to be replaced to address the issue. In addition of the above evaluation, the device's software was updated, and the device passed all performance verification testing.